Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address cup migration, loosening and dislocation. It was noted that metallosis was found once removing the cup. Update 09/17/2015 review of the xrays identified 3 screws for loosening. Adding unknown bone screws to the complaint. There is no new information that would change the MDR decision.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. Attached poor quality radiograph of the left hip was reviewed 17 sep 2015 per wi-7915. There was no evidence of implant fracture or implant disassociation. The undated radiograph reveals an acetabular cup with three screws in a vertical position with lucency around the cup suggestive of loosening. The femoral head is lateral to the cup. There is also lucency around the s-rom stem with a bridging pedestal of bone at the distal tip of the stem. There is a cable around the proximal femur. The original orientation of the implants is not known. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. Attached poor quality radiograph of the left hip was reviewed 17 sep 2015 per wi-7915. There was no evidence of implant fracture or implant disassociation. The undated radiograph reveals an acetabular cup with three screws in a vertical position with lucency around the cup suggestive of loosening. The femoral head is lateral to the cup. There is also lucency around the s-rom stem with a bridging pedestal of bone at the distal tip of the stem. There is a cable around the proximal femur. The original orientation of the implants is not known. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.